Event description:
Reporter noted the knife was not sharp on 4 occasions. The second incision (side port) was difficult to make. One of the tunnels (main wound) was leaking later on. Couldn't identify specific lot events occurred with.